Manufacturer narrative:
Continuation of concomitant medical products: other relevant device(s) are: product ID: b i71000529, device evaluated by MFR: no device has been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the pendant of the system was unresponsive, therefore they are unable to close the gantry. There was no patient present when the event occurred.

Manufacturer narrative:
H3) the gantry control was returned for analysis. Functional testing determined that the controller was functioning as designed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, serial/lot : unknown, ubd: , UDI: product ID: bi71000429, serial/lot : unknown, ubd: , UDI: product ID: bi71000442r, serial/lot : unknown, ubd: , UDI: h3: a medtronic representative went to the site to test the equipment. The gantry motion controller movements were intermittent. The motion controller would randomly reset. The gantry motion controller was replaced and the door switches were adjusted. The system then passed the system checkout and was found to be fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the issue seemed to occur upon system arrival. The system was uncrated without issue. The manufacturer representative drove the system into the facility and tested movements; everything was fine. The system was left on and connected to the mobile viewing station (mvs). The ip addresses were set and preparations were made for a test image acquisition when the pendant became unresponsive. The system was rebooted and the pendant would not advance past the "system booting, please wait" screen. The system was turned off, umbilical cable disconnected and then rebooted fully before reconnecting. The system then booted requiring a motion calibration. The motion was recalibrated and the system fully booted without issue. A test spin was performed and no further issues were observed. On the day the team was packing up, the issue was experienced again of the pendant becoming unresponsive after the system was loaded onto the crate. When the door was attempted to be closed for final packing, it did not respond. The system was rebooted, but would not advance pasted the "system booting, please wait" screen. This was when technical services were notified of the issue. The system was fully crated, so the onsite team proceeded without closing the door and the system was shipped out.